Manufacturer narrative:
(B)(4) no consequences or impact to patient, (B)(4) incorrect or inadequate result. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Discrepant potassium, calcium and co2 results were generated on a single patient sample with c4000 analyzer, serial # (B)(4). The sample generating the discrepant results was a short draw from a (B)(6) patient and the serum was not hemolyzed. The customer indicated that a purple top tube (edta) was collected along with the serum sample that generated the discrepant results, and testing performed with the purple top tube did not generate any discrepant results. The sample was re-run several times and each time discrepant results were generated. The customer was not able to provide any specific details pertaining to the sample collection or preparation when asked by the abbott customer technical advocate. The customer agreed it was possible the sample collected in the purple top tube may have been poured into the serum tube. Additionally, the customer stated that the quality control results were within range and no other samples had discrepant results generated. The architect system operations manual lists the probable causes and corrective actions for erratic results, poor precision-ict photometric results (c system). A probable cause is the sample was not collected and/or prepared correctly. Additionally, section 7 of the operational precautions and limitations, informs the user that assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the initial result. The user is further informed that errors can occur due to potential operator errors. No adverse trends were identified related to the issue and to date no subsequent complaints of this nature have been documented against serial # (B)(4).

Event description:
The customer stated erratic architect c4000 results were generated for a (B)(6) patient. The architect analyzer generated an initial potassium result of >10.0 mmol/l, a calcium result of 0.7 mg/ml and a co2 result of 15 mmol/l which were repeated several times with the same outcome. The sample was a short draw, however, was clear in appearance with no hemolysis present. The results were reported to the physician who sent the patient to the emergency room for a repeat sample collection, which produced results within normal ranges (no values or method provided by the customer). The customer stated the daily quality controls were within range and all analyzer maintenance was up to date. The specimen integrity was discussed with the customer who indicated a purple top tube was collected at the same time for this patient which did not produce any unusual complete blood count (cbc) results. The customer could not provide any specific detail regarding the sample collection but agreed it was possible that sample collected in the purple tube may have been poured off into the chemistry gel tube. There was no additional patient sample available for evaluation by abbott. There was no impact to patient management.